Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the first inflation at 12 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.